Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they are receiving multiple no delivery alarms. The customer's blood glucose was 452 mg/dl at the time of incident. The customer states that customer received the alarm and when connecting back to give a bolus the insulin pump gave a no delivery alarm. Explained no delivery alarm and possible causes. Customer reports that insulin did not exit with plunger push. Advised to replace the infusion set and reservoir. While troubleshooting the no delivery alarm, the customer received an compromised force sensor system alarm. The compromised force sensor system alarm is not reoccurring. The drive support cap looked normal. The customer was advised to discontinue use of the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The reservoir will not be returned for analysis.